Manufacturer narrative:
The reported events were lead dislodgement, ¿drastic drop in sensing¿ and ¿increase in rv threshold¿. The reported events of ¿drastic drop in sensing¿ and ¿increase in rv threshold¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
New information received notes the right ventricular (rv) lead was dislodged. Detections were programmed off prior to proceeding with a procedure. The rv lead was explanted and replaced. There were no complications as a result of the procedure.

Event description:
It was reported that a drastic drop in sensing and significant increase in capture thresholds was observed on the right ventricular (rv) lead. Programming changes were made. The patient was stable.